Event description:
It was reported that a one-link needle-free IV connector leaked an unspecified amount of intravenous solution in addition to a small amount of blood. The primary line was connected to the one-link connector, which was then connected directly to the peripheral catheter. The one-link had been connected to the catheter for a minimum of two days, and the leak was noted during this period of time. This occurred during infusion with an unknown pump and unknown flow rate. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.